Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported 1 suspected false positive sars result for one patient. The patient tested negative on sofia sars later in the day or the next day. No additional confirmatory testing was performed.